Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
It was reported stimulation was in the wrong location and the patient would like to be reprogrammed. It was stated that the stimulation was not as effective as it used to be and was not in the places when she first got the implant. Symptoms started about a month and a half ago. It was noted ¿it could be that she was hurting more.¿ the patient reportedly had worsening pain and several falls, the most recent of which occurred two weeks ago. Patient outcome was not provided. A supplemental report will be sent if any additional information is received.